Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and it was leaking. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was used for right atrium (ra) map, did the transseptal puncture (tsp) with brk needle and mapped left atrium (la). Afterwards we switched to qdot and when we wanted to do a remap with the pentaray, the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was leaking so it was replaced. There was no patient consequence. Device investigation details: the device was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. A visual inspection evaluation and irrigation test of the returned device were performed following bwi procedures. Visual analysis of the returned sample revealed that no damage was observed on the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. Microscopic examination of the hemostatic valve surface does not show stress marks on the outer diameter. Then, an irrigation test was performed and no leakage, air, or bubbles were observed. A device history record was performed, and no internal actions related to the reported complaint were identified. The issue reported by the customer was not confirmed as the device was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. The optimal device performance (odp) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and it was leaking. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was used for right atrium (ra) map, did the transseptal puncture (tsp) with brk needle and mapped left atrium (la). Afterwards we switched to qdot and when we wanted to do a remap with the pentaray, the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was leaking so it was replaced. There was no patient consequence. Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device number lot 60000288 and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received, regarding this event. A supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. (B)(4).

Event description:
It was reported, that a patient underwent a cardiac ablation procedure. With a carto vizigo¿ 8.5f bi-directional guiding sheath medium. And it was leaking. The carto vizigo¿ 8.5f bi-directional guiding sheath medium was used for right atrium (ra) map. Did the transseptal puncture (tsp) with brk needle and mapped left atrium (la). Afterwards, we switched to qdot and when we wanted to do a remap with the pentaray, the carto vizigo¿ 8.5f bi-directional guiding sheath medium was leaking, so it was replaced. There was no patient consequence. Additional information was received. Indicating, it was the hemostatic valve that was affected. However, the hemostatic valve was not dislodged inside or outside of the hub. And the brim cap/hub did not detach from the sheath.

Manufacturer narrative:
On 10-mar-2024, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).